Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used with the trapezoid rx to crush a stone. However, the handle cannula broke. The basket tip could not be separated to release the stone from the basket. Forceps were used to break the handle in order to manipulate the wire. An olympus lithotripter was then used to remove the basket with the stone from the bile duct. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf impact code f2301 captures the event that additional device was used to remove the basket with the stone from the bile duct. Block h11: the returned trapezoid rx basket was analyzed, and the device analysis observed that the handle was broken. However, the cannula was actually fully detached from the handle thumb ring and kinked. The side car rx was observed pushed back 4mm. The basket wires were found kinked, and the tip was still attached to the basket wires. Media analysis of the photos provided observed the handle was broken and the side car rx was pushed back. No other issues were noted. The reported event that the handle cannula broken was not confirmed, and the reported event of tip failure to separate was confirmed. Based on all available information, the side car rx push back was most likely due to the amount of force applied to the handle when trying to destroy the stone. By this force applied, the working length tends to "retract" itself and therefore, push back the side car rx. Additionally, the same force applied attempting to destroy the stone, or the technique used by the physician when using the device could have kinked the basket wires. If the device was still being used while the side car rx was pushed back and the basket wires were kinked, it's most likely that the force applied could have detached the cannula from the handle. It's a possibility that the damages seen affected the product performance at the time where the tip should have been detached. Therefore, the most probable root cause is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used with the trapezoid rx to crush a stone. However, the handle cannula broke. The basket tip could not be separated to release the stone from the basket. Forceps were used to break the handle in order to manipulate the wire. An olympus lithotripter was then used to remove the basket with the stone from the bile duct. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle cannula break. Imdrf device code a150301 captures the reportable event of tip failure to separate. Imdrf impact code f2301 captures the event that additional device was used to remove the basket with the stone from the bile duct.